Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to bacteremia and (B)(6) infection. The patient also had lead vegetations. Reportedly, the patient had high risk features for lead endocarditis and currently has a huge right thigh abscess. There were no additional adverse patient effects reported. The rv lead was explanted.